Event description:
It was reported that the pump exhibited error code 41541 during testing. During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were system fault 41,541 errors. The device was visually inspected and there were no damages. A visual inspection was performed and the reported issue was confirmed per the event history log. The probable cause of the reported issue was due to the latch/lock optic flex sensor. As a result, the downstream occlusion and printed circuit board assembly were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.